Event description:
Boston scientific received information that following implant of the device system, a signal was observed on the right ventricular (rv) lead rate/sense electrogram (egm), which was inconsistent before and following the ventricular sense. No corresponding signal was seen on the shock egm. No inappropriate therapy and no pacing inhibition was observed as a result. The signal was seen more during pocket manipulation, however, all measurements remain steady and within acceptable limits. It was suspect that air bubble oversensing resulted in the observation. The device and rv lead remain implanted. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.